Manufacturer narrative:
The battery was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The ge healthcare service representative reported the unit was automatically shutting down. There was no report of patient involvement.